Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B.5. Describe event or problem: report 3 of 3. It was reported that during use with the bd bactec¿ peds plus¿/ f culture vials (plastic), 20 molecular false positive results were obtained. There was no report of patient impact. H.6. Investigation summary: catalog: 442020. Batch no.: unknown. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. H3 other text : see h.10.

Event description:
Report 3 of 3. It was reported that during use with the bd bactec¿ peds plus¿/ f culture vials (plastic), 20 molecular false positive results were obtained. There was no report of patient impact.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that during use with the bd bactec¿ peds plus¿/ f culture vials (plastic), 20 molecular false positive results were obtained. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact.